Manufacturer narrative:
G4: 30jul2020. B4: 31jul2020. The replaced power cord was received for failure analysis. It was found that the alternate current (ac) failed resistance test. High pin-pin resistances were noted on all three wires. The root cause was determined to be mechanical wear. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
It was reported that the resistance of the alternate current (ac) power cord was out of specification during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and determined that the power cord was deteriorated. The service technician replaced the power cord and the problem was resolved.